Manufacturer narrative:
(B)(4). Mfg site eval: eval is ongoing at mfg facility.

Event description:
Country of complaint: united states. Complaint states: during liver transplant the device kept alarming, saying that it was not sealing properly. Incident contributed to surgical delay by 20 minutes.

Manufacturer narrative:
Received for analysis: rf instrument (B)(4) ("caiman") lot number t348. Visual and mechanical inspection: the instrument arrived decontaminated without any packaging. The jaw and the blade mechanism worked properly. The caiman shows no damage or mechanical abnormalities. Sealing test: first we tested the function and behavior of the instrument connected with a gn200 (snr. (B)(4)). Result: instrument opened without issue, generator noticed "regrasp-open". Jaw closed without issue, generator noticed "regrasp-short". Inspection after decontamination: both tongues of the jaw displayed insulation that was burned nearly completely down. Comparison of the insulation tongues was completed using another used caiman. Electric resistance measurement of both circuits: instrument "open": circuit 1: infinite ohms, circuit 2: infinite ohms . Instrument "closed": circuit 1: 29 ohms, circuit 2: 36 ohms. The extremely low resistances of both circuits resulted from the defective insulation tongues which caused the "short" notice of the generator. Conclusion: the root cause for the burned tongues is still uncertain, it is assumed, that it was caused by arcing, which in turn was caused by burned blood or tissue. There are currently no additional complaints of lot t348 at hand. Corrective action: redesign of the device.